Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized two weeks prior. The customer reported being hospitalized for a hypoglycemic episode. It was also found the customer went into a diabetic coma when their blood glucose declined to 20 mg/dl. The customer also reported experiencing numbness in their fingers and having one eye removed from diabetes. The customer also reported experiencing a stroke one year prior. It was also found the customer had cracks on the insulin pump's screen that made it difficult for them to read the screen. The customer also reported a no delivery alarm occurring on the insulin pump. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.